Manufacturer narrative:
On 24-dec-2020, the investigation on the suspected medical device was completed. Investigation summary: during visual inspection of the device, the sample was found to be ruptured and received in two parts. Additionally, an anomaly was observed on the edges of the tear consistent with a crease/fold. There have been reports regarding movements of silicone gel material to lymph nodes even with or without evident of rupture leading to lymphadenopathy. Since there were no supporting pathology reports or physician consultation summaries forwarded to the product evaluation, mentor was unable to confirm the presence of or the possible etiology of the reported lymphadenopathy. Lymphadenopathy is a known complication associated with this surgery and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: lymphadenopathy. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old asian female patient underwent a breast augmentation with two 300cc mentor memorygel breast implant prostheses and experienced bilateral lymphadenopathy and left-sided rupture postoperatively. Ultrasound performed on (B)(6) 2020 indicated left-sided rupture, and MRI was recommended. On (B)(6) 2020, MRI was performed, and the result also indicated left-sided rupture and several swollen lymph nodes bilaterally. As a result, the patient underwent bilateral removal and replacement with two 300cc mentor memorygel breast implant prostheses (catalog #: 3503004bc, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2020. The date of birth was estimated as 1-jan-1972 based on available information. This report is for the right-sided prosthesis.

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information regarding the patient's symptoms. Upon explantation, the device was found to be ruptured. The relevant fields have been updated. On (B)(6) 2021, the product investigation was updated. Investigation summary: the evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a rupture in a later time. Breast implants may also simply wear out over time. Manufacturer's reference number: (B)(4).